Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit not switching on. The customer reported there was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site. Fse and customer checked the power cable, switch on ventilator in diagnostic mode, completed short self-test (sst) and extended self-test (est); ventilator passed all tests. No parts replaced due to no problem found with this ventilator. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue could not be determined at this time due to failure mode could not be replicated.